Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's internal jugular in the emergency department. During insertion the guide wire repeatedly kinked when threading the catheter over it. As a result, a new kit was used to complete the procedure. They do not know if this caused a delay in treatment and there was no patient death or complications reported.